Event description:
It was reported that this pacemaker lead exhibited occasional noise oversensing in the right ventricular (rv) channel that was leading the patient to experience palpitations and dizziness. The device was explanted and replaced, and the associated rv lead was surgically abandoned. No additional adverse patient effects were reported.